Manufacturer narrative:
(B)(4).

Event description:
Patient reports return of patient symptoms. Pt states that for the last six months his doc has just been filling the pump and not making adjustments; prior to that, the patient had been getting adjustments once a month. Patient keeps telling him he is in pain. Issue came to a head last wednesday when doctor told pt that the pt is losing his mind. When patient told the doctor that he needed something for breakthrough pain, the doctor told the patient that his bolus was at the maximum. Pt reports doctor will not do anything further. Pt told doctor that he thought there might be some problems with the catheter, but hcp said ¿no, it¿s a foolproof system¿. ¿there are no problems.¿ ¿you¿ve got not problems.¿ the doctor disagreed with the patient about everything. The patient had told the doctor to start with that morphine didn¿t do anything for him and the hcp said they would start with it anyway. The pump was currently delivering dilaudid. The patient had gone from 210 mg of methadone to the pump. The physician had prescribed a back brace; it was too immobilizing for the patient so the patient didn¿t wear it. The patient¿s mother was recently diagnosed with cancer, so the patient was doing more to care for her; cooking, laundry, and grocery shopping. The patient had been going through pain doctors for 20 years. They just recently changed the laws in kentucky and they ¿general practioners are all running for the hills¿; the laws with pain meds are really strict. The patient stated he had a high tolerance for pain medication. Patient looking for a new physician. Physician listing information was requested. It was later reported that after the first couple of years the patient started having pain and the patient¿s condition hasn¿t gotten any better. The patient started having pain in his right hip about a year ago and he never got the hcp to address is so he went to his primary care doctor and they gave him an injection of marcaine. The doctor was putting other medication in his pump. Clonidine has been in the pump for a long time. When it was first put in the pump, the patient was falling asleep at the wheel. This occurred at least 6 months prior to 2014 (B)(6). The patient must have gotten used to the clonidine because, he no longer had problems driving. It was reported that they put marcaine in the pump a couple of months ago. Before adding clonidine and marcaine to the pump, the patient only had hydromorphone in the pump. It was noted that the patient was also taking percocet. It was noted that the patient was supposed to go on hepatitis c treatment again. In the past, they got the virus level down really low but it would hang there and wouldn¿t go into remission. The pump was infusing hydromorphone, clonidine, and marcaine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Conclusion: a good faith effort for follow-up was conducted but no additional information was obtained related to the report of a catheter problem. The 8709sc catheter remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend return of underlying symptoms. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the 8709sc catheter is inconclusive because of insufficient event information. Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter (B)(4).